Manufacturer narrative:
(B)(4)

Event description:
It was reported that episodes of noise reversion due to emi were noted. The patient was using power tools and that seemed to trigger the episodes. One of the episodes was found to have been oversensed resulting in loss of pacing. The patient was feeling dizzy and lightheaded. The patient was advised to keep a safe distance from power tools and this seemed to resolve the issue. The device was later explanted.

Manufacturer narrative:
The reported oversensing was confirmed in the laboratory via review of stored egms. The device was tested on the bench and no anomalies were found.